Event description:
Nurse was in the room with the patient when the ventilator shut down. Nurse immediately began to bag the patient and called the respiratory therapist (rt). Rt changed out the machine for a new ventilator. Patient was ok. Last preventative maintenance (pm) on this machine was beginning of march, and there were no problems identified with the machine.======================manufacturer response for ventilator, covidien ======================will be coming next week to look at machine.